Event description:
On (B)(6) 2012, during a call about exceeding the total daily dose , the patient reported her "sugars have been high" reportedly in the mid 300mg/dl last couple of days, with mild shortness of breath and mild kidney pain is how she knows her blood glucoses (bg) are elevated. The patient then reported the pump has been rebooting for about a month. The last couple days her bg has been elevated and she thinks rebooting and the leg pain she has have caused her bg elevations. She keeps correcting with the pump. During troubleshooting, the customer service representative identified battery cap issues: the cap has been in use since 2009 and has never been changed . The cap originally would not tighten and the patient alleges the yellow o-ring showed and the cap kept spinning. There is also an indication that the spring not staying in center of cap and keeps coming out. The patient alleges only a battery cap malfunction, no issues with the pump are reported. The patient is currently stable, with no signs or symptoms. At last check her bg was 170mg/dl. The patient was instructed on battery cap procedure and that the cap should be changed every 6 months, and was also advised to discontinue pump use until a replacement one arrives. The patient is scheduled to see her health care professional on (B)(6) 2012. This is being reported based on the allegation that a patient on insulin pump therapy experienced hyperglycemia accompanied by shortness of breath and kidney pain.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).